Event description:
It was reported to manufacturer by end user that they had purchased this pool lift last february from an on line dealer and used it for the firs time last week. Per spouse, they moved lift from the spa area to the pool area, was lifting pt from the pool when the chain popped out of the s hook near the bottom of the sling and threw pt back into the pool. After further conversation with spouse, they stated it was the larger s hook that connects the one long chain into the two shorter chains that broke. Patient was having trouble with their left ankle and bruising to both arms because they were holding on to the chains. Went to the doctor, ankle still sore and swollen, end user stated this was very scary for pt. Sending out replacement chains for end user under RMA #616417. Will be getting broken piece back for evaluation.